Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is making loud noises when it is on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: the complaint sample was returned for evaluation. Visual observations of the device included: a cracked enclosure and tank cover, a corroded drain fitting, and a faded line cord. Functional testing was performed. The device made loud noises while circulating the water; the complaint was confirmed. Wear and tear damage to the pump was the primary problem. Due to the age and condition of the device, it was deemed beyond economical repair and will be scrapped. The failure resulted from an inoperative water pump due to wear of age. A manufacturing device history record review was not performed because the device was beyond a year from its manufacture date of 2000, and there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service previously. (H6c, h6d, h6e)